Manufacturer narrative:
Adverse event or product problem: patient experienced shortness of breath. Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd ms 3, mdl 7400, under infused. It was reported the end user was taken to the emergency room for shortness of breath and it was discovered the pump had an alert on the screen. Reportedly the history was reviewed and found that the patient did not receive remodulin for 26 hours and the pump did not beep to alert the user. Per reporter the pump was turned back on and infusion completed, the current remodulin dose was reported to be 64.8 ng.kg.min. The pump was replaced. No additional information is available.

Manufacturer narrative:
Adverse event or product problem: patient experienced shortness of breath. Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd ms 3, mdl 7400, under infused. It was reported the end user was taken to the emergency room for shortness of breath and it was discovered the pump had an alert on the screen. Reportedly the history was reviewed and found that the patient did not receive remodulin for 26 hours and the pump did not beep to alert the user. Per reporter the pump was turned back on and infusion completed, the current remodulin dose was reported to be 64.8 ng.kg.min. The pump was replaced. No additional information is available.